Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer informed the technical support engineer (tse) that the system was giving c-00 messages on startup each time. There was no report of patient involvement or patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The generator was analyzed and the issue was confirmed through system log review, which recorded error c-33. Upon visual inspection, the unit was observed to have a deep scratch on the right side of the cover/housing that penetrated the surface and exposed the underlying metal. During testing, the unit displayed error code c-33 at startup. A review of the log also identified a recorded error c-00. The complaint was confirmed based on the failure analysis. The probable cause of error c-33 is attributed to a faulty electrical component inside the generator.